Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties, stent damage and stent move on balloon occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After pre-dilation was performed with a balloon catheter, a 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered upon advancing the device through the 7f non-bsc guide extension catheter, the device could not pass through the guide extension catheter. The physician attempted to withdrew the device from the guide extension catheter but resistance was encountered. The physician then withdrew the whole system as one outside the patient's body and it was noted that the stent was out of position and the stent strut was deformed. The procedure was completed with a 3.0/38 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a toughy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found the stent struts on proximal end to the center of the stent was bunched with several overlapping stent struts. The undamaged distal end of the stent was measured and the undamaged portion of the stent was within specification. A visual and tactile examination found multiple several kinks throughout the hypotube. The hypotube was separated 465mm from the end of the hub. The separated ends were ovaled which is consistent with a kink prior to the break occurring. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties, stent damage and stent move on balloon occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After pre-dilation was performed with a balloon catheter, a 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered upon advancing the device through the 7f non-bsc guide extension catheter, the device could not pass through the guide extension catheter. The physician attempted to withdrew the device from the guide extension catheter but resistance was encountered. The physician then withdrew the whole system as one outside the patient's body and it was noted that the stent was out of position and the stent strut was deformed. The procedure was completed with a 3.0/38 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the hypotube break happened outside the patient's body.